Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the cause of the issue was an intermittent motor. The motor was replaced to fix the issue.

Event description:
It was reported that the device had system fault. There was no patient involvement.